Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 25mm mitral valve implanted in the tricuspid position required transcatheter valve-in-valve intervention due to unknown reasons after an implant duration of one year, six months. A 26mm transcatheter valve was implanted inside the failing 25mm valve. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: added additional information. Based on the information received, operational context and another device most likely cause/contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Through further investigation, the 25mm edwards surgical valve was treated via valve-in-valve intervention due to tricuspid regurgitation. It was reported that the tricuspid regurgitation was secondary to impingement of a leaflet from a prolapsed atrial lead from the bi-v ICD. The atrial lead was attempted to be adjusted. The surgical team opened the pacemaker pocket and exposed the bi-v ICD. Attempts were made to retract the lead, however, it was unsuccessful given the significant fibrosis present. Due to the unsuccessful atrial lead adjustment, patient underwent percutaneous tricuspid valve replacement. The patient was discharged on postoperative day six (6).